Event description:
It was reported that the patient experience a shocking sensation after exercising. It was noted that the exercise was not strenuous or high in intensity. The patient did not know how to turn her stimulation back on. She was at home. Further information is being requested from the hcp.